Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports that a posterior locking knob on the classic ii halo vest procedure set was broken while the patient was lying in bed, resulting in instability of the halo system. A knob taken from another vest at the hospital was used in its place. The patient did not experience any adverse consequences.

Manufacturer narrative:
Visual inspection of the returned knob for the classic ii vest noted that the threaded feature was fractured. No other visual anomalies were noted during the device evaluation. Review of the device history record found no discrepancies. The product was released accomplishing all quality requirements. Review of product complaints found no emerging trends. The root cause of the knob failure is unknown. However, the knob may have been subjected to an unanticipated level of stress resulting in fracture. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.